Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 18 mmol/l (324 mg/dl) less than 48 hours after the pod was activated. She sated there was insulin leaking around the cannula and her skin was wet. Upon inspection she noticed the cannula was not inserted into the infusion site and the cannula was bent at the end.